Event description:
It was reported that the 9900 system had a low ma error message displayed. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply connections were cleaned and the generator calibrated during the service call. The system was tested, and found to be working as intended, and put back into service.